Manufacturer narrative:
(B)(4). Eval: field service specialist (fss) serviced laser and performed (B)(4), cleaned optics and optimized power. No major adjustments required. System meets amo specs. Also adjusted encoder for proper transition. Performed z offset calibration and updated to doctor's cone. Performed z scale calibration, all values within spec, no adjustment required. Cut and measured gel, all within specs. Rebooted laser. Clinical development manager (cdm) visited site after event and fss visit. She performed gel testing and verified current surgical settings. No changes were done. Nine flaps were created without issue.

Event description:
Account reported thin flaps when cutting 90, 120 microns. Right eye only scheduled. Vertical gas breakthrough while attempting 90u flap. Surgeon used the same cone and reprogrammed another treatment at 120u. Vgb in a different area. Surgeon did not attempt to lift the flap. Preop bcva: 20/20; (B)(6) 2011 bcva: 20/50+2; (B)(6) 2011 bcva: 20/30. Future plan for refractive treatment unk.